Event description:
This report was received from (B)(6). It was reported the pt was a critical care pt that required a central venous catheter as a matter of urgency. The pt was hypotensive, hypovolemic and hypoxic at the time of insertion of the central venous catheter. The central venous catheter was inserted by a consultant with plenty of experience with regards to insertion of central venous catheters. The cvc was inserted into the right side of neck with all appropriate precautions and current recommended guidance. It was noticed a few hours later that the catheter was found to have been placed in the right carotid artery and various drugs were infused into the artery causing the pt to have a right sided cerebral infarct which was a non-survivable injury. Continuation of critical care was stopped after informing and discussion with the family due to the nature of the cerebral infarct which was considered non survivable. A serious untoward incident enquiry was conducted by the organization. The possibility of this sort of incident recurring was identified and to prevent the possibility of this occurring in the future, the practice guidelines for central venous access from american society of anesthesiologist guideline of 2012 is being adapted to be used at the associated hospitals. There is no known guidance in the (B)(6) to avoid a complication such as this from recurring.

Manufacturer narrative:
Complaint no. (B)(4). It is unk if the device will be returned.